Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device inappropriately shut down. Complainant indicated that the clinician plugged the device into ac to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-03771 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included vigorous bench handling without duplicating the malfunction using test batteries. The device's system to battery cable connector interlock, system interconnect cable, and battery pwr/gnd pin were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event.